Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100703851. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) implant device was too big for the patient and the erection was not straight and not comfortable. A surgical procedure was performed during which the physician explanted the ipp device, and remeasured the patient and replaced the ipp device with a size down. There were no further patient complications reported.